Event description:
It was reported the customer was hospitalized since (B)(6) 2014. The customer reported they had complications that required hospitalization. The customer requested to go back on insulin pump therapy. Customer was advised to consult with their healthcare provider for their settings. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.